Event description:
On (B)(6) 2010, patient reported an incident where she lost consciousness for 4 days while using the infusion device. Patient stated she remembers falling out of her chair and hitting her head on the wall on (B)(6) 2010. Patient reported she tried to get up but could not move and was found 4 days later on (B)(6) 2010. Patient stated she was told her blood glucose was 156 mg/dl and was given a drug test which was negative. Patient reported she could not remember exactly what happened and no one has been able to tell her the cause of her unconsciousness. Patient stated her hemoglobin was 5.0 g/dl. Patient reported she was in the intensive care unit before being released 10 days later. Patient stated while she was in the hospital, her face was swollen and she could not talk. Patient reported she believed she was connected to the infusion device when she lost consciousness and she was taken off of the device at the hospital. Patient stated, the doctor did not know what happened; no allegation was made against the infusion device. Patient reported that earlier during the day of the incident, she had gone to the emergency room with a stomach virus. Patient stated the infusion device may have been dropped due to falling. Product was replaced and requested return of the alleged product for evaluation.